Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the pump supplies and received another occlusion alarm. The customer's blood glucose level was 350 mg/dl and an insulin injection was used to address the bg level. A system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer was to change the supplies on the pump.